Event description:
The brake and the steer function would engage intermittently on the head end of the stretcher. The bed was found in the bed repair shop and there were no reported injuries.

Manufacturer narrative:
The brake steer upgrade kit was installed and this resolved the issue.